Event description:
It was reported that the balloon deflated more often than usual. The user had to re-inflate it every 4 hours and sometimes the user had to put a cap on to limit leakage. It was confirmed that the user used rush "silicospray". No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Seven (7) product samples were received for evaluation. Visual and functional testing were performed. Visual inspection found no defects. Functional testing was performed by connecting the samples to the uson machine to identify any occlusion and no leaks were detected in the returned samples; the complaint was not confirmed. Samples passed all functional testing. No problem found. Root cause cannot be determined as the samples were successfully tested and no discrepancies were detected.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4).